Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the transmitter was not within line of sight of the pump; customer moved pump and transmitter within range, however, the reported issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient information was available.

Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.